Event description:
Hemodialysis patient completed dialysis via central catheter (left internal jugular) left facility and returned within an hr with blood loss from capped catheter, estimated blood loss 150cc. Cap was removed and noted to have a pinhole in it. Pt had similar epiosode of bleeding last week, but cap was not examined. Another two packages were opened and one cap was found to have a hole in it. Pt was advised to report any fever, chills, signs of infection.